Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic where, upon interrogation, it was revealed the patient had received multiple inappropriate shocks. The implantable cardioverter defibrillator was incorrectly labeling events due to atrial blanking. Programming changes were completed during the visit. The patient was stable.